Manufacturer narrative:
D.2b medical device type: one additional code applies; jka a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® ultratouch¿ push button blood collection set, customer noticed the non-patient needle leaking when the needle was retracted. No patient or user impact reported.

Event description:
It was reported that while using one bd vacutainer® ultratouch¿ push button blood collection set, customer noticed the non-patient needle leaking when the needle was retracted. No patient or user impact reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The customer photo displays a pbbcs device highlighting a circle where the alleged defect occurred but does not depict the reported failure mode. Additionally, 30 retained samples were subjected to functional tests, using 10 tubes per needle to assess the functionality of the device. All samples passed the testing, exhibiting no evidence of defects or leakage during the draw. Furthermore, these 30 retained samples underwent additional functional tests. All samples passed testing as they were able to be activated properly with no evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: leakage during use. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.